Manufacturer narrative:
Mfg date - correction from 10/2014 to 11/2014. A field service engineer was dispatched to customer site. The catalytic converter and oil mist filter assembly were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. Asp investigation summary: the investigation included a review of the device history record (DHR), functional analysis and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. No parts were available for return and analysis. The sra shows the risk for exposure to toxic or corrosive material to be "low." The assignable cause of the haze/mist/vapor issue is the catalytic converter and the oil mist filter assembly. The field service engineer replaced these parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
The correct catalog number is 10104-004.

Event description:
A customer reported an event of a "white fog" (haze) emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.